Manufacturer narrative:
(B)(4). The device was not been returned to manufacturer. Without return of the device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm mitral bioprosthetic valve that was explanted after an unknown implant duration due to gradually increasing gradients secondary to valvular degeneration. There were no reported complications.

Manufacturer narrative:
Device evaluation summary: x-ray demonstrated wireform intact, and heavy calcification on all three leaflets. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Incidental findings: the sewing ring was cut at multiple locations around the valve circumference, and the wireform was exposed near leaflets 1 and 2 at the inflow aspect. Product evaluation revealed the presence of heavy calcification which may have led to stenosis causing the increased gradients. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Explanted device was returned for evaluation.